Manufacturer narrative:
The pt was treated for barrett's esophagus on (B)(6)2014 by cryoablation. The pt was released after the procedure and experienced only mild epigastric discomfort prior to his departure from the prescribed soft diet. Review of the device's logs showed that the device was operating as intended. Review of the manufacturing records showed that the device was built in accordance with all procedure and met all specification prior to releases.

Event description:
Spray cryotherapy was performed on (B)(6) 2014 and the pt was prescribed a liquid diet for 24 hours followed by a soft diet for 1 week. Four days after cryotherapy, the pt experienced epigastric pain after eating spare ribs and salad along with the sensation of food "getting stuck" in mid-esophagus. He experienced the same problems after eating later that day and the next day. He went to the ed on (B)(6) 2014 for further evaluation. A chest x-ray on (B)(6) 2014 showed no impaction and the attending physician recorded that the pt likely had esophagitis/ulcers from recent cryotherapy. On (B)(6) 2014, an endoscopy was performed and a 5 cm bolus of food was seen from 35 cm to 40 cm. Portions of the food bolus were successfully removed with a roth net by dr. Kaul. Additional portions were coughed up. Small healing ulcerations were noted just proximal to the ge junction, which the doctor noted was likely from the recent cryoablation. The pt was discharged after the endoscopy on (B)(6) 2014 with non sequale.